Event description:
Facility alleges pt fell from chair and hit back of head. Staff states that this chair is unable to keep balance with pts on it; if pt raises or crosses his legs while in the reading position, it will tilt back along with pt. Pt stated he was fine. No injury revealed on x-rays.